Event description:
It was reported to philips that the device failed the self test. There was no patient involvement. Results of functional testing indicate that the therapy capacitor was faulty. Based on the information available and the testing conducted, the cause of the reported problem was due to a faulty therapy capacitor. The reported problem was confirmed. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor. The therapy capacitor was replaced to resolve the reported issue and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.